Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he has been experiencing high blood glucose. Customer stated that his site was not properly connected. He was at the beach and when he connected back to the site he didn't connected it correctly and his blood glucose went over 600 mg/dl. Customer took a manual injection and blood glucose decreased to the 500 mg/dl range. Customer was assisted with rewinding the insulin pump. He declined troubleshooting. Current blood glucose value was 252 mg/dl.